Manufacturer narrative:
Correction: h6 device component code plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported that the cassette was a little melted after leaving the cycler on for the entire day after treatment. The patient and contact came home to cancel out of treatment and found the melted cassette. They were able to remove the cassette from the cycler. Technical support had them reboot the cycler to complete step 1 of setup with inserting a cassette. No issues occurred at this point. Upon follow up, the patient contact confirmed that the cassette was found to be melted after returning from the hospital. The patient contact stated that there was no burning smell, smoke, spark, or flame. The patient contact confirmed that there was no damage to any other part detected. The patient contact confirmed that there was no patient involvement or injuries to anyone as a result of the melted cassette. The patient contact confirmed that the cycler has not been used since the incident, but it seemed functional after inserting a new cassette and powering off the cycler. The melted cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that the cassette was a little melted after leaving the cycler on for the entire day after treatment. The patient and contact came home to cancel out of treatment and found the melted cassette. They were able to remove the cassette from the cycler. Technical support had them reboot the cycler to complete step 1 of setup with inserting a cassette. No issues occurred at this point. Upon follow up, the patient contact confirmed that the cassette was found to be melted after returning from the hospital. The patient contact stated that there was no burning smell, smoke, spark, or flame. The patient contact confirmed that there was no damage to any other part detected. The patient contact confirmed that there was no patient involvement or injuries to anyone as a result of the melted cassette. The patient contact confirmed that the cycler has not been used since the incident, but it seemed functional after inserting a new cassette and powering off the cycler. The melted cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.